Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported leaking trocar valves during a vitreoretinal procedure. The procedure was completed without replacing the trocars. There was no patient harm. No sample returning for evaluation.

Manufacturer narrative:
No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The finish goods consumable lot was manufactured with six valve entry component lots. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. One component lot was reprocessed for an anomaly that could have contributed to the customer complaint. The device history record review did not point to a root cause because the lots were reprocessed and the product released met the product¿s acceptance criteria. Four lots had no anomalies found based on the device history record reviews. No additional investigation is required based on device history. A complaint history examination indicates that this is the first complaint received against the trocar component lots for leaking. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. An action has been initiated to improve the performance of the valved entry system. (B)(4).